Event description:
Customer reported via phone, she was attempting to change the battery on the insulin pump and the device wouldn't turn back on. Troubleshooting was performed. Customer's blood glucose was unknown. Customer stated the same issues had occurred previously but she was able to get it back on before. Customer stated there was a slight crack on the screen on the bottom left corner. Customer was unaware how damage occurred. Due to the device having cosmetic damage troubleshooting for the blank display was stopped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to physical damage. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.